Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after uneventful device deployment, the patient developed mild intermittent post-operative pain. The symptoms resolved 15 days later with treatment of an unspecified medication. There were no reported adverse patient sequelae. Though requested, no additional information was provided.